Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) was in the 600s mg/dl which was addressed with a manual injection. Reportedly, the pump supplies were changed to address the issue and customer ultimately reverted to manual injections for alternate insulin therapy.